Event description:
The hospital reported vasoview 6 pro coagulation that did not work.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise e# (B)(4). Corrected section: h6 - health effect ¿ clinical code from "4580" to "4582; medical device ¿ problem code from "2587" to 1211".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview 6 pro coagulation that did not work. The bipolar scissors did not work. A new cable and new coagulation device were used, but it never worked. A new device was used to complete the procedure. There was a procedural delay to change materials. There was no patient harm.

Event description:
N/a

Manufacturer narrative:
(B)(4). Updated section: b4,d8, g3, g6, h2, h3, h6, h11.. Corrected section: d10. The device was returned to the factory for evaluation on 08/01/2024. An investigation was conducted on 08/01/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The c-ring was observed to be intact with no visual defects. The blade and bipolar electrodes were observed to be intact with no visual defects. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597 rev. G). The device failed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The device did not activate and did not produced steam. An engineer evaluation was conducted on 09/23/2024 with the following results: a series of continuity checks were performed on the complaint device as follows: continuity was checked between the two bipolar probes and the pigtail connector. Continuity test failed. The wires were cut between the bipolar probes and the overmold joining the two wires. Continuity was checked between the bipolar probes and the exposed wires. Continuity test passed. The wires were then cut between the overmold and the pigtail connector. Continuity was checked between the exposed wires and the pigtail connector. Continuity test passed. Continuity was then checked between end 1 and end 2. The continuity test failed indicating that the electrical malfunction occurred at the overmold location. Based on the investigation results and the engineer evaluation, the reported failure "failure to deliver energy" was confirmed. The lot # 3000358256 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.